Event description:
Per dealer, the powered wheelchair goes into a slow driving mode. It was reported that the joystick controller was replaced. No injury. Any further information that is received on this event will be reported in a supplemental report.